Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -08.50/+1.5/074 (sphere/cylinder/axis), would not load properly and the surgeon felt the lens looked strange. There was no patient contact. The backup lens was implanted. Additional information has been requested but none has been forthcoming.